Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported because of alarm 65 (non-recoverable system error). It meant the arctic sun device could not activate pump power. This error was related to the processor circuit card. Per wo update on (B)(6) 2023, no patient involvement. Symptoms were detected during the equipment inspection. Per additional information received on (B)(6) 2023, device was repaired on field. The issue was resolved. Replaced a processor circuit card.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed processor circuit card. The device underwent functional evaluation upon receipt, and the alarm 65 was due to a processor circuit card issue. The processor circuit card was replaced. After the repair, the device underwent functional evaluation and passed all applicable testing. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported because of alarm 65 (non-recoverable system error). It meant the arctic sun device could not activate pump power. This error was related to the processor circuit card. Per wo update on (B)(6) 2023, no patient involvement. Symptoms were detected during the equipment inspection. Per additional information received on (B)(6) 2023, the device was repaired in the field. The issue was resolved. Replaced a processor circuit card.